Event description:
It was reported to boston scientific corporation that less than four minutes into the bladder stone procedure, the tip of the flexiva 1000 laser fiber broke off inside the patient and was retrieved. The device used to retrieve the fiber tip is unknown. Laser type and laser settings are unknown. The case was completed with a different device without any complications to the patient who is reportedly 'fine' post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that less than four minutes into the bladder stone procedure, the tip of the flexiva 1000 laser fiber broke off inside the patient and was retrieved. The device used to retrieve the fiber tip is unknown. Laser type and laser settings are unknown. The case was completed with a different device without any complications to the patient who is reportedly "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual analysis of the returned fiber revealed there is no exposed glass tip remaining. The pattern on the tip face is consistent with normal use indicating the fiber degraded during use.